Manufacturer narrative:
There was no reported complaint for this device and its return is not expected. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
No further follow up is planned. Evaluation summary: the patient reported increased blood glucose levels when using a humapen luxura device. The device was not returned to the manufacturer for investigation (batch 1207b04, manufactured july 2012). Therefore, it could not be evaluated to confirm any presence of a malfunction. Malfunction unknown. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring pen functionality and dose accuracy. A complaint history review of this batch did not identify any atypical trends with regard to dose accuracy. There is evidence of improper use and storage. The patient reused needles, did not prime the device, and stores the device in a refrigerator. This may be relevant to the complaint of increased blood glucose levels.

Event description:
(B)(4). This solicited case, reported by a consumer via a nutritionist from a patient support program (psp), with additional information from the same consumer, concerns an elderly caucasian male patient. Medical history was not provided. Concomitant medication included glimepiride and linagliptin for unknown indication. Beginning in 2009, the patient received human insulin (rdna) nph (humulin n), cartridge, 26iu in the morning and 10 iu in the evening and insulin lispro (rdna origin) (humalog) via kwikpen, 10 iu in the afternoon, both daily, subcutaneously and indicated for treatment of diabetes. Reportedly, before (B)(6) 2014, during treatment with insulins, the patient blood glucose had never reached 200 (units not provided); but, beginning on an unspecified date in (B)(6) 2014, the patient presented decompensated glycaemia; patient presented increased glycaemia between 278 and 407 (units not provided); and blood pressure increased. It was noticed that medication was not working; and; on (B)(6) 2015, the patient experienced glycaemia of 281 in the morning and, 2 hours after lunch, it reached 493,2 (units and range not provided). Conflicting information reported that the patient was receiving human insulin nph from another manufacturer and human insulin nph ( humulin n) via humapen luxura, burgundy 1207b04. It was unclear which insulin the patient was receiving along insulin lispro when experienced these events. On (B)(6) 2015, as a corrective treatment for the events the patient was experiencing, the treatment with human insulin nph and insulin lispro was discontinued by the physician, and, on (B)(6) 2015, insulin lispro 25% insulin lispro + 75% npl (humalog mix 25) was started. The patient received insulin lispro insulin lispro25% insulin lispro + 75% npl, 10 iu before breakfast, 10 iu before lunch and before dinner, subcutaneously, for diabetes treatment. Reportedly, since started insulin lispro25% insulin lispro + 75% npl, the patient noticed an improvement in the events. On an unknown date, unspecified if during treatment with human insulin and insulin lispro; or after starting treatment with insulin lispro 25% insulin lispro + 75% npl via kwikpen, the patient experienced lipodystrophy on his belly, which was described as lump on the belly in both sides of the abdomen, that was claimed to be due to insulin injection always applied on the same site. No corrective treatment was provided for lipodystrophy and the event was ongoing. On unknown date, also unspecified if it was during treatment with human insulin and insulin lispro, or after starting treatment with insulin lispro25% insulin lispro + 75% npl via kwikpen, the patient s creatinine was increased to 1.71 (range 0.70 to 1.40 and units not provided), and to 1.9 on another unspecified date. The patient was forwarded to a nephrologist, who requested an ultrasound examination of the urinary tract, as they believed that insulin might had changed this parameter, however, until the date of this report, no information regarding those exams were provided and the patient had not recovered from it. The event of creatinine increased to 1.71 and 1.9 were considered serious due to medically significant reason by the company. Also on unspecified date, unknown under which insulin treatment the patient was; he experienced injection site hemorrhage, bruise and pain. No corrective treatment was provided regarding those events, but, it was reported the patient recovered from them. On an unknown date and time to onset, the treatment with insulin lispro25% insulin lispro + 75% npl via kwikpen was switched to insulin lispro25% insulin lispro + 75% npl cartridge via humapen luxura burgundy 1207b04 and the dosage was increased to 14 iu in the morning, 16 iu at lunch and 16 iu at dinner, subcutaneously for diabetes control. On an unknown date, unspecified if during treatment with human insulin and insulin lispro; or after starting treatment with insulin lispro 25% insulin lispro + 75% npl via kwikpen or via humapen luxura burgundy ; the patient experienced anxiety and a muscle in the injection site on the belly, also reported as a callus. As a corrective treatment for anxiety the patient received citalopram hydrobromide, but did not recover from it. No corrective treatment was provided for muscle/callus in the injection site on the belly and the outcome was unknown. In addition, it was provided that since the beginning of treatment with insulin lispro 25% insulin lispro + 75% npl, the patient has presented uncontrolled blood glucose, and it happened every day. In (B)(6) 2015, after starting treatment with insulin lispro 25% insulin lispro + 75% npl, unclear if it was via kwikpen or humapen luxura burgundy with cartridge c269426a, the patient was admitted to hospital at 9 a.m. Because his blood glucose reached over 600 (unit not provided). The patient was discharged from hospital on the same day around 9 p.m. And his blood glucose was nearly 200 (units not provided). The corrective treatment used in the hospital was not provided. Approximately in the week of (B)(6) 2015, the patient experienced flu and believed that due to that, he was a bit aphonic. As corrective treatment for flu and aphonic, the patient received norfloxacin hydrochloride, dexamethasone +prednisolone and nimesulide but did not recover from these events. It was also provided that on (B)(6) 2015, after starting treatment with insulin lispro 25% insulin lispro + 75% npl unclear if it was via kwikpen or humapen luxura burgundy, the patient s glycaemia was 181 (units not provided) and on (B)(6) 2015 at 6 a.m., he measured it again after feeling a little shaking and it was 541 (units not provided). The patient did not receive any corrective treatment for this event and did not recover from it. The physician prescribed insulin lispro once again, and it would start on (B)(6) 2015; however, until the moment of this report, the patient had not started the treatment with insulin lispro. It was reported the patient reused the same needle sporadically three times, never primed the pen before using it, injected insulin on the abdomen only and stored the pen in the refrigerator. The treatment with lispro 25% insulin lispro + 75% npl was continued. Product complaint (pc) number (B)(4) was associated with the humalog kwikpen lot c240892h; (B)(4) to human insulin nph cartridge, and pc number associated with humapen luxura (B)(4). The patient operated the device and he was a trained user. The patient had been using humapen luxura model and reported device for over a year; the humalog kwikpen device model for six years, and had been using the most kwikpen device for one week. Humapen luxura device did not return. There was no reported complaint for this device and its return is not expected. Humalog kwikpen device was expected. If device was returned, evaluation would be performed. The reporting nutritionist did not provide a relatedness opinion for the events. The initial reporting consumer related the events of decompensated glycemia; blood glucose increase; lack of drug effect; creatine increased; lipodystrophy; and injection site hemorrhage, bruise and pain to insulin treatments. The initial reporter related the event of blood glucose reached over 600/ patient s glycaemia was 181 and 541 on the same day to insulin lispro 25% insulin lispro + 75% npl; did not provide a relatedness opinion for the events of flu, anxiety and muscle/callus in the injection site on the belly; and did not relate the event of a bit aphonic to insulin lispro 25% insulin lispro + 75% npl. The consumer did not provide a relatedness opinion for the remains events. Update 05may2015: additional information received on 23apr2015 and 29apr2015 from initial reporter. Added origin and age group. Added humulin n and humalog lispro kwikpen as suspect drugs. Added corrective treatment for the events of decompensated glycaemia, changes in his blood pressure and glycaemia of 278 and 407 from unknown to yes. Added a serious event of creatinine of 1.71 and 1.9; new non-serious event glycemia of 281 and two hours after lunch 493,2; non-serious event of as ball on the belly; a non-serious event of injection site bleeding, a non-serious event of injection site pain; a non-serious event of injection site hematoma; a non-serious event of lack of drug effect; a non-serious event of lipodystrophy. Added devices as suspect and updated lab data. Added information regarding humulin n and humalog lispro discontinuation, concomitant medication, and start of treatment with humalog lispro mix 25. Added humalog mix 25 as suspect device for the events of creatinine, lipodystrophy, injection sites pain, bleeding, and hematoma. Updated causality opinion. Updated narrative and fields with new information accordingly. Edit 05may2015: upon internal review, this case was unlocked to add humalog mix as suspect drug. Edit 07may2015: upon internal review, this case was unlocked to amend minor errors in the narrative as removed unknown origin, updated 1,7 to 1,71 in the phrase of serious criteria and replaced humulin cartridge to human insulin nph in the last paragraph, and added humapen luxura product complaint number. Added conflicting information regarding human insulin nph from another manufacturer. Updated the event of glycemia of 281 and two hours after lunch 493,2 from unlisted to listed. Edit 08may2015: upon internal review on 08may2015 a non-medically significant edit was completed in order to perform minor editorial correction in the event tab. Update 14jul2015: additional information received on 08jul2015 from initial reporter. Added humalog mix 25 cartridge. Added a serious event of hospitalization due to glycemia of 600/ glycemia of 181 to 541 on the same day; a non-serious event of anxiety; a non-serious event of flu and aphonic. Added corrective treatment for the events of glycemia of 181 to 541 on the same day, flu, aphonic and anxiety. Updated causality opinion and lab data. Completed EU/ca field. Updated narrative and fields with new information accordingly. Update 15jul2015: upon review of this case, the case was opened to update the medwatch fields for regulatory reporting. Edit 17jul2015: upon internal review, the case was unlocked to correct minor error in the narrative 21p.m. To 9 p.m. Only. Edit 17jul2015: upon internal review from information received on 08jul2015 updated device paragraph and added information regarding humapen luxura. Added a non-serious event of muscle/callus in the injection site on the belly and updated causality opinion. Update 26aug2015: additional information received on 26aug20105 from the global product complaint database added the device specific safety summary for the humapen luxura and the manufactured date of the device; added the device was not returned; updated the medwatch and EU/ca fields; and updated the narrative. Update 08sep2015: additional information received on 08sep2015 from the global product complaint database updated the device specific safety summary.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a nutritionist from a patient support program (psp), with additional information from the same consumer, concerns an elderly caucasian male patient. Medical history was not provided. Concomitant medication included glimepiride and linagliptin for unknown indication. Beginning in 2009, the patient received human insulin (rdna) nph (humulin n), cartridge, 26iu in the morning and 10 iu in the evening and insulin lispro (rdna origin) (humalog) via kwikpen, 10 iu in the afternoon, both daily, subcutaneously and indicated for treatment of diabetes. Reportedly, before (B)(6) 2014, during treatment with insulins, the patient blood glucose had never reached 200 (units not provided); but, beginning on an unspecified date in (B)(6) 2014, the patient presented decompensated glycaemia; patient presented increased glycaemia between 278 and 407 (units not provided); and blood pressure increased. It was noticed that medication was not working; and; on (B)(6) 2015, the patient experienced glycaemia of 281 in the morning and, 2 hours after lunch, it reached 493,2 (units and range not provided). Conflicting information reported that the patient was receiving human insulin nph from another manufacturer and human insulin nph ( humulin n) via humapen luxura, burgundy (B)(4). It was unclear which insulin the patient was receiving along insulin lispro when experienced these events. On (B)(6) 2015, as a corrective treatment for the events the patient was experiencing, the treatment with human insulin nph and insulin lispro was discontinued by the physician, and, on (B)(6) 2015, insulin lispro 25% insulin lispro + 75% npl (humalog mix 25) was started. The patient received insulin lispro insulin lispro25% insulin lispro + 75% npl, 10 iu before breakfast, 10 iu before lunch and before dinner, subcutaneously, for diabetes treatment. Reportedly, since started insulin lispro25% insulin lispro + 75% npl, the patient noticed an improvement in the events. On an unknown date, unspecified if during treatment with human insulin and insulin lispro; or after starting treatment with insulin lispro 25% insulin lispro + 75% npl via kwikpen, the patient experienced lipodystrophy on his belly, which was described as lump on the belly in both sides of the abdomen, that was claimed to be due to insulin injection always applied on the same site. No corrective treatment was provided for lipodystrophy and the event was ongoing. On unknown date, also unspecified if it was during treatment with human insulin and insulin lispro, or after starting treatment with insulin lispro25% insulin lispro + 75% npl via kwikpen, the patient s creatinine was increased to 1.71 (range 0.70 to 1.40 and units not provided), and to 1.9 on another unspecified date. The patient was forwarded to a nephrologist, who requested an ultrasound examination of the urinary tract, as they believed that insulin might had changed this parameter, however, until the date of this report, no information regarding those exams were provided and the patient had not recovered from it. The event of creatinine increased to 1.71 and 1.9 were considered serious due to medically significant reason by the company. Also on unspecified date, unknown under which insulin treatment the patient was; he experienced injection site hemorrhage, bruise and pain. No corrective treatment was provided regarding those events, but, it was reported the patient recovered from them. On an unknown date and time to onset, the treatment with insulin lispro25% insulin lispro + 75% npl via kwikpen was switched to insulin lispro25% insulin lispro + 75% npl cartridge via humapen luxura burgundy (B)(4) and the dosage was increased to 14 iu in the morning, 16 iu at lunch and 16 iu at dinner, subcutaneously for diabetes control. On an unknown date, unspecified if during treatment with human insulin and insulin lispro; or after starting treatment with insulin lispro 25% insulin lispro + 75% npl via kwikpen or via humapen luxura burgundy ; the patient experienced anxiety and a muscle in the injection site on the belly, also reported as a callus. As a corrective treatment for anxiety the patient received citalopram hydrobromide, but did not recover from it. No corrective treatment was provided for muscle/callus in the injection site on the belly and the outcome was unknown. In addition, it was provided that since the beginning of treatment with insulin lispro 25% insulin lispro + 75% npl, the patient has presented uncontrolled blood glucose, and it happened every day. In (B)(6) 2015, after starting treatment with insulin lispro 25% insulin lispro + 75% npl, unclear if it was via kwikpen or humapen luxura burgundy with cartridge (B)(4), the patient was admitted to hospital at 9 a.m. Because his blood glucose reached over 600 (unit not provided). The patient was discharged from hospital on the same day around 9 p.m. And his blood glucose was nearly 200 (units not provided). The corrective treatment used in the hospital was not provided. Approximately in the week of (B)(6) 2015, the patient experienced flu and believed that due to that, he was a bit aphonic. As corrective treatment for flu and aphonic, the patient received norfloxacin hydrochloride, dexamethasone +prednisolone and nimesulide but did not recover from these events. It was also provided that on (B)(6) 2015, after starting treatment with insulin lispro 25% insulin lispro + 75% npl unclear if it was via kwikpen or humapen luxura burgundy, the patient s glycaemia was 181 (units not provided) and on (B)(6) 2015 at 6 a.m., he measured it again after feeling a little shaking and it was 541 (units not provided). The patient did not receive any corrective treatment for this event and did not recover from it. The physician prescribed insulin lispro once again, and it would start on (B)(6) 2015; however, until the moment of this report, the patient had not started the treatment with insulin lispro. It was reported the patient reused the same needle sporadically three times, never primed the pen before using it, injected insulin on the abdomen only and stored the pen in the refrigerator. The treatment with lispro 25% insulin lispro + 75% npl was continued. Product complaint (pc) number (B)(4) was associated with the humalog kwikpen lot c240892h; pc (B)(4) to human insulin nph cartridge, and pc number associated with humapen luxura (B)(4). The patient operated the device and he was a trained user. The patient had been using humapen luxura model and reported device for over a year; the humalog kwikpen device model for six years, and had been using the most kwikpen device for one week. Humapen luxura device will not return. There was no reported complaint for this device and its return is not expected. Humalog kwikpen device was expected. If device was returned, evaluation would be performed to determine if a malfunction has occurred. The reporting nutritionist did not provide a relatedness opinion for the events. The initial reporting consumer related the events of decompensated glycemia; blood glucose increase; lack of drug effect; creatine increased; lipodystrophy; and injection site hemorrhage, bruise and pain to insulin treatments. The initial reporter related the event of blood glucose reached over 600/ patient s glycaemia was 181 and 541 on the same day to insulin lispro 25% insulin lispro + 75% npl; did not provide a relatedness opinion for the events of flu, anxiety and muscle/callus in the injection site on the belly; and did not relate the event of a bit aphonic to insulin lispro 25% insulin lispro + 75% npl. The consumer did not provide a relatedness opinion for the remains events. Update 05may2015: additional information received on 23apr2015 and 29apr2015 from initial reporter. Added origin and age group. Added humulin n and humalog lispro kwikpen as suspect drugs. Added corrective treatment for the events of decompensated glycaemia, changes in his blood pressure and glycaemia of 278 and 407 from unknown to yes. Added a serious event of creatinine of 1.71 and 1.9; new non-serious event glycemia of 281 and two hours after lunch 493,2; non-serious event of as ball on the belly; a non-serious event of injection site bleeding, a non-serious event of injection site pain; a non-serious event of injection site hematoma; a non-serious event of lack of drug effect; a non-serious event of lipodystrophy. Added devices as suspect and updated lab data. Added information regarding humulin n and humalog lispro discontinuation, concomitant medication, and start of treatment with humalog lispro mix 25. Added humalog mix 25 as suspect device for the events of creatinine, lipodystrophy, injection sites pain, bleeding, and hematoma. Updated causality opinion. Updated narrative and fields with new information accordingly. Edit 05may2015: upon internal review, this case was unlocked to add humalog mix as suspect drug. Edit 07may2015: upon internal review, this case was unlocked to amend minor errors in the narrative as removed unknown origin, updated 1,7 to 1,71 in the phrase of serious criteria and replaced humulin cartridge to human insulin nph in the last paragraph, and added humapen luxura product complaint number. Added conflicting information regarding human insulin nph from another manufacturer. Updated the event of glycemia of 281 and two hours after lunch 493,2 from unlisted to listed. Edit 08may2015: upon internal review on 08may2015 a non-medically significant edit was completed in order to perform minor editorial correction in the event tab. Update 14jul2015: additional information received on 08jul2015 from initial reporter. Added humalog mix 25 cartridge. Added a serious event of hospitalization due to glycemia of 600/ glycemia of 181 to 541 on the same day; a non-serious event of anxiety; a non-serious event of flu and aphonic. Added corrective treatment for the events of glycemia of 181 to 541 on the same day, flu, aphonic and anxiety. Updated causality opinion and lab data. Completed EU/ca field. Updated narrative and fields with new information accordingly. Update 15jul2015: upon review of this case, the case was opened to update the medwatch fields for regulatory reporting. Edit 17jul2015: upon internal review, the case was unlocked to correct minor error in the narrative 21p.m. To 9 p.m. Only. Edit 17jul2015: upon internal review from information received on 08jul2015 updated device paragraph and added information regarding humapen luxura. Added a non-serious event of muscle/callus in the injection site on the belly and updated causality opinion.